Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure to repair an intertibial fibula fracture, the head of the ace screw broke off just as the screw was finished being inserted. The shaft of the screw remains within the patient's body and an additional surgery is being planned for an unknown date to remove the broken piece. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. Visual examination of the returned product/provided pictures identified the head of the screw that was returned shows signs of use. The hex feature of the screw head shows signs of wear and tear. The threaded portion of the screw was not returned. No other damage is noted. The returned device was reviewed with scanning electron microscopy which identified sheared ductile dimples moving in different directions (i.e. Rotationally around the surface). These fracture surface artifacts suggest the torsional overload failure mode. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.